Event description:
Became extremely ill after receiving breast implants. I've had an artery dissect, developed hashimoto's and other auto immune diseases along with many other side effects. I've even been losing my hair to the point that I have to wear fake hair at times. I believe it was all caused by my implants that I am trying to now have removed.